Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5133750. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 15734156/15813558.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator explant procedure. Additional information was received that patient underwent a spinal cord stimulator replacement procedure where all devices were replaced. The patient was doing well post operatively and the explanted device will not be return as it was not released by the facility.